Event description:
Reportedly, during the procedure the surgeon was attempting to close the vaginal cuff. The first stitch was passed without difficulty. The second pass the needle broke in the vaginal wall. An attempt was made to retrieve the piece. A second needle was used which broke as well. An attempt was made to retrieve that piece. 01/2004: the surgeon notified pt and family about the needle and the decision was made to leave the piece. The surgeon worries he may not be able to retrieve piece due to small size. Pt status fine.